Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. No device log files were provided to this investigation. The reported issue was investigated further on-site and it was found that the inspiratory pipe was faulty and required replacement. After replacement of the inspiratory pipe, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use.

Event description:
It was reported that the ventilator had internal leaks. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.